Event description:
A customer contacted beckman coulter inc. (Bci) stating the instrument was leaking and there was a puddle on the floor. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site, replaced some hardware and primed the system and the customer resumed operation without errors.